Event description:
A (B)(6) girl inserted the pregnancy test into her vagina. Her mother and to take her to the emergency room at the hospital to have it removed. No lot number was given by the complainant and the device was not retuned to manufacturer. No further details on whether injury had occurred were provided.